Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a foreign healthcare professional (hcp) via a manufacturer representative regarding a patient who was receiving lioresal 2000.0 mcg/ml at 610.1 mcg/day via an implantable pump with simple continuous dosing. It was reported on (B)(6) 2020 that the pump stopped yesterday ~15.50 by itself and went on this morning ~ 6.30. Pump logs were provided and reported a motor stall occurred on (B)(6) 2020 at 15:55 and a motor stall recovery occurred on (B)(6) 2020 at 6:48, the pump was stalled for 14 hours, 53 minutes. It was noted as symptoms experienced related to the motor stall that the patient did not feel well. It was indicated that there were no external/environmental/patient factors that may have caused or contributed to motor stall, and that there were no reasons for the stall, the pump had just stopped for 16 hours. The pump "went on by itself" but stopped again after 6 days, and was then explanted on (B)(6) 2020. Additional pump logs from an interrogation on (B)(6) 2020 indicated another stall occurred on (B)(6) 2020 at 08:26, with a recovery the same date at 23:51. It was reported that replacement of the pump resolved the stall and the patient symptoms. As of (B)(6) 2020, the explanted pump was still at the hospital. No further complications were reported or anticipated.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
H3: the returned device was subjected to a series of standard tests that include but is not limited to visual inspection, alarm output, motor function, and dispense testing. Destructive analysis identified residue in the motor gear train and wearing on the lower shaft of gear number two. Medtronic developed a design change to reduce motor shaft wear and received regulatory approval for the change. Medtronic began distributing pumps with this design change in august 2017. Medtronic is submitting this report to comply with FDA reporting regulations under 21 cfr parts 4 and 803. This report is based upon information obtained by medtronic, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Medtronic has made reasonable efforts to obtain more complete information and has provided as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any ¿defects¿ or has ¿malfunctioned¿. These words are included in the FDA 3500a form and are fixed items for selection created by the FDA to categorize the type of event solely for the purpose of regulatory reporting. Medtronic objects to the use of these words and others like them because of the lack of definition and the connotations implied by these terms. This statement should be included with any information or report disclosed to the public under the freedom of information act. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Additional information was received. When interrogated on (B)(6) 2020, it was indicated the pump was in a state of stall and had been stopped for 310 hours and 22 minutes. The pump would be returned.